Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the right ventricular lead cause pocket stimulation when plugged into the new pacemaker. An insulation breach was suspected but it was not confirmed. The lead was repositioned as a back-up left bundle branch pacing lead. The patient was stable.

Manufacturer narrative:
Correction: h6 health effect - clinical code should be 2330 - discomfort.